Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to place a 5.0x12mm liberte bare metal stent to the proximal left anterior descending (lad) artery, but the shaft fractured at the rapid exchange exit/entry port. The physician was able to extract the entire system out as a whole. No patient complications occurred. Patient status post procedure is noted as "ok."